Manufacturer narrative:
Plant investigation: plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Plant investigation: a probable temporal relationship exists between ccpd therapy utilizing the liberty cycler, fmc cassette, and the serious adverse event of peritonitis. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Given the limited follow-up information, a more comprehensive investigation could not be performed. However, it is a well-known fact that individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty cycler and fmc cassette can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Additionally, it remains unknown if the patient was using any fresenius devices and/or products when the serious adverse events occurred. Should additional information become available, the file will be reassessed and the need for a revised clinical investigation will be evaluated.

Event description:
It was reported a patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis ccpd for renal replacement therapy (rrt) was diagnosed with peritonitis in 2021. Additionally, the patient reportedly transitioned to in-center hemodialysis (hd) due to "not doing well" on pd. Subsequent attempts to obtain additional information (e.g., discharge summary, medication records, patient demographics) have thus far proven unsuccessful.

Event description:
It was reported a patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis in 2021. Additionally, the patient reportedly transitioned to in-center hemodialysis (hd) due to ¿not doing well¿ on pd. Subsequent attempts to obtain additional information (e.g., discharge summary, medication records, patient demographics) have thus far proven unsuccessful.

Manufacturer narrative:
Correction: h10 clinical investigation: a probable temporal relationship exists between ccpd therapy utilizing the liberty cycler, fmc cassette, and the serious adverse event of peritonitis. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Given the limited follow-up information, a more comprehensive investigation could not be performed. However, it is a well-known fact that individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty cycler and fmc cassette can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Additionally, it remains unknown if the patient was using any fresenius devices and/or products when the serious adverse events occurred. Should additional information become available, the file will be reassessed and the need for a revised clinical investigation will be evaluated.